Event description:
Additional information was received from the patient. They reported when they'd called for MRI compatibility guidelines that their system had not worked in years and thus patient services called the patient back to clarify what the patient meant about not having their system work and the patient said that the device had not been helping their symptoms and they'd intentionally turned the system off. The patient was noted to have hung up before all questions could be asked. It shall be noted that the patient stated they had their middle name registered as their first name so patient services made a recommendation no mention was made in this call of the device having been removed as in the last call, however the patient mentioned medical history which included that the patient was in the hospital (not alleged to be related to the device/therapy,) and they were in need of an MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient stated the hospitalization was not related to device or therapy. It was indicated t hat the device has never worked since implant. The cause was not determined and was not due to normal battery depletion. The reported issue has not been resolved but no further action will be taken. The device has not been explanted and not planned but they wish. The device was turned off.

Manufacturer narrative:
H6 updated review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  patient was  needing MRI of lumbar spine (unrelated ) and caller stated that the ins was not working and has been removed. Caller unable t clarify "was not working" and does not know when the ins was removed. Caller also noted that the pt's daughter said that the pt was never given a remote.   No further complications were reported/anticipated at this time.